Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has been receiving inaccurate fill estimates for the last two to three months. Contact was unable to troubleshoot with tandem technical support as the events occurred in the past. There was no reported impact to the customer's blood glucose level. Customer will use insulin injections as backup therapy until replacement pump is received.